Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during the device preparation for a transfemoral tavr procedure, some crimping difficulties were encountered with a 23mm sapien 3 valve. Resistance was felt and a ¿slight¿ shifting between the valve crimped on the balloon and the catheter; however, the locking procedure was effective and completed before further progression of the device occurred. The advancement of the commander delivery system through the vessels was difficult due to the tortuosity of the thoraco-abdominal aortic axis. Once the delivery system/valve were in front of the native valve and after unlocking the catheter, an attempt was made to cross the native valve without pre-dilation of the native valve. It was noted that the sapien 3 valve did not move at all; however, with a ¿pushing¿ maneuver, the balloon/valve abruptly crossed the native annulus. The nose of the delivery system ¿hurt¿ the anterior wall of the left ventricle, causing a partial rupture. A ¿massive¿ hemopericardium occurred and was drained immediately, resulting in transient stabilization of the patient. Unfortunately, the bleeding resumed 15 minutes later. It was not possible to seal the gap with a closure device. Progressively constituted asystole with an electromechanical dissociation occurred. The patient expired, despite emergency draining and cardiac support. The native annular diameter measured 23mm. Severe valvular calcification was reported. The access vessel minimum luminal diameter (mld) was not provided. Moderate-severe vessel tortuosity was reported. Per medical opinion, the event was related to the difficulties crossing the aortic orifice and the native valve in a fragile patient.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned with the crimped valve partially on the inflation balloon. Visual inspection of the delivery system revealed flex tip gouges. No other abnormalities were observed. Imaging from the procedure was provided by the site for evaluation. The image showed the valve was proximal to the center marker during the balloon inflation. Prior to functional testing, the valve was removed by engineering during the pre-deco evaluation. During functional testing, the delivery system was pulled in the valve alignment position and locked, without the valve. The delivery system was then unlocked, and the balloon shaft was pushed to the most distal triple marker. The delivery system was then locked. At this position, the balloon shaft was able to be pulled to within spec. The locknut-collet engagement force specification was met. This testing demonstrated that a device non-conformance did not contribute to the reported event. Due to the nature of the complaint, no relevant dimensional testing was able to be performed. Lot history review revealed no other similar complaints for delivery system ¿ valve movement on balloon or delivery system ¿ difficulty crossing native annulus. Complaint history review from january 2018 through december 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for delivery system ¿ valve movement on balloon. A CAPA was previously opened for the investigation of valve movement on balloon complaints where the valve moves upon flex tip retraction. Complaint history review from january 2018 through december 2018 for the edwards commander delivery system (all models and sizes) revealed other complaints for delivery system ¿ difficulty crossing native annulus. No potential manufacturing non-conformances were found in the complaints that were not able to be confirmed. No potential manufacturing non-conformances were found in the complaints that were able to be confirmed. Available information suggested patient/procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the appropriate trend categories. A device history record (DHR) review of the work orders was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the crimp balloon undergoes multiple 100% dimensional inspections. The crimp balloon also undergoes 100% visual inspection with the unaided eye and under 8x magnification. The components of the delivery system also undergo 100% visual inspections. During final inspection, the delivery system undergoes distal to proximal visual inspection. Additionally, multiple product verification (pv) testing is performed under a sampling plan. All samples passed the product verification testing. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the complaint of delivery system ¿ valve movement on balloon was confirmed based on provided procedural imagery that showed the balloon being inflated with the valve proximal to the balloon / off of the balloon. The complaint of delivery system ¿ difficulty crossing the native annulus was not able to be confirmed since no imagery of the event was provided for review. No manufacturing non-conformances were identified in the returned delivery system during functional and dimensional testing. A review of lot history, DHR, complaint history, and manufacturing mitigations further supported that a manufacturing non-conformance in the delivery system likely did not contribute to the reported valve movement on balloon. Review of the complaint history suggested that patient or procedural factors may have contributed to the reported valve movement on balloon. In previous investigations, a build-up of tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torquing of the system, patient tortuosity) was identified as possible causes of valve movement on balloon. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the valve to unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the valve is unseated during alignment, it can result in unusual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. This was also recreated in a previously performed engineering study. Although a definite root cause could not be confirmed, procedural factors (residual fluid in the balloon prior to valve alignment and deployment, incomplete valve alignment / fine adjustment of the valve on the balloon while in the straight section of the aorta), in addition to patient factors (access vessel calcification, vessel tortuosity) may have contributed to the valve movement on the balloon. Procedural factors (device manipulation across the native valve), in addition to patient factors (female gender, advanced age ¿ (B)(6) years, severe valvular calcification, frailty) likely contributed to the left ventricular perforation, resulting hemopericardium and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.